Event description:
IV tubing was properly installed into an alaris infusion pump. The nurse installed the tubing into pump, and approximately one hour later, found tubing leaking onto the floor. The tubing was leaking at the pump insertion site between blue connectors.